Event description:
Globus medical, inc received notification from a sales representative, via telephone communication, that two globus manufactured screws had broken after implantation. In 2009, a patient underwent posterior lumbar fusion using tlif, six globus medical revere screws and two transition rods were implanted. Subsequent to the surgery, the patient was receiving physical therapy and in a maneuver that pushed the patient's feet toward her head, she reported hearing a crack. X-rays were taken and revealed bilateral screw breakage at s1. Eight months later, the surgeon removed the two broken screws and replaced the broken screws with two larger diameter 7.5x35mm screws and installed new transition rods.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. Additionally, a device from the same lot of the actual device involved in the incident was evaluated. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Based on record review, evaluation, and all available information, it is determined the 6.5mm revere preferred angle monaxial screw 35mm design conforms to all applicable standards and there is no indication the issue was a result of product defect or malfunction.